Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. No blood leak was visually observed within the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: complaint device returned to the manufacturer. During visual examination, a delamination in the pu was observed on non-cavity ID end of dialyzer extending from approximately 310° to 90°. No other damage or irregularities noted on sample. Lot history review noted there were four other complaints reported against lot. All complaints are from usrc clinics; three address internal blood leaks (one unconfirmed with sample) and one addresses a blood leak where it is unknown if leak was internal or external (no sample). No complaints of any type have been received from any other customers on lot number. Nc/CAPA decision tree completed and trigger limit not exceeded for lot at this time. Should future complaints received on lot number the decision tree will again be completed in that investigation and an nc/CAPA initiated as required. Production records review and an investigation of the device history records was conducted and there was one approved temporary deviation notice reported on lot unrelated to complaint event. No indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during manufacturing process which could be associated with reported event. Lot met all release criteria. Investigation into complaint confirmed reported event. Reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. No blood leak was visually observed within the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.